Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for appropriate shock therapies administered due to fast ventricular tachycardia (fvt) episodes. During threshold testing, it was noted that there were occasional t-wave oversensing. Short v-v intervals were noted in the interrogation reports. Isometrics were performed and the t-wave oversensing and short v-v intervals could not be reproduced. The patient was medically treated for the fvt. The lead remains in use. No further patient complications have been reported as a result of this event.